Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: medical device lot #: 6349679; medical device expiration date: 12/31/2017; returned to manufacturer on: 06/29/2017; device manufacture date: 12/14/2016. " date of event: unknown. The date received by manufacturer has been used for this field. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was not observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes had more gel than others. No serious injury medical intervention.